Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has occasional undersensed and oversensed beats on stored electrocardiograms. A follow up with the patient¿s healthcare provider yielded that the lead continues to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.